Manufacturer narrative:
A ge svc rep performed an on site investigation. The cmos was reset. The system was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.